Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead was fractured and was capped and replaced.

Event description:
It was reported that there is a concern about capture management and rising impedance and threshold values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.